Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The unexposed portion of the soft cannula was found to be torn and leaking 0.18 inches from the nail head, causing corrosion, insufficient batteries and data loss. Without the data it could not be determined if the device alarmed or if the internal tear contributed to the reported event.

Event description:
It was reported the patients blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. As treatment the patient replaced the pod.